Manufacturer narrative:
A getinge field service engineer (fse) evaluated the unit and could not duplicate the issue. Unit passed all functional and safety tests per factory specifications. Returned unit to customer.

Event description:
It was reported prior to use that the cardiosave intra-aortic balloon pump (iabp) had a fiber optic malfunction. There was no patient involvement reported.

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that the cardiosave intra-aortic balloon pump (iabp) had a fiber optic malfunction.there was no patient involvement reported.